Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -06.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens removed due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after two lens replacements that did not fit, and the patient did not want to have another lens implanted.